Manufacturer narrative:
The received device had the needle mechanism deployed. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. The slide retract returned to its normal deployed state and the formed needle was not visible in the exposed portion of the soft cannula. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 21 mmol/l (378 mg/dl) while wearing the pod between 1 and 4 hours on the hip/buttocks area. A new pod was applied to treat the hyperglycemia.